Event description:
Follow up reported the representative had not seen the patient but the patient had texted them saying they were doing "good." It was later reported the battery was shutting on and off and turning to different programs. It was unknown if it was due to normal battery depletion. There was no patient injury and the patient recovered without sequela. Programming history included initial settings of 2.4/104.5 amplitude, pulse width of 450 and rate of 20-80. This was noted as not upper limit values.

Event description:
It was reported that a patient's device was "turning off". The patient met with a company representative on (B)(4) 2012 to deal with "issues" he was having with the device. The representative added groups and shortly after that the implantable neurostimulator (ins) turned off. It was confirmed that the ins was off with the programmer and it stated that the ins needed recharging. The patient reported having charged the ins the previous night, but it was stated that the patient charged for less than one hour. It was stated that the recharger was indicating that the ins was 50-75% charged. The patient tried to turn stimulation back on with the recharger at that time and it turned off again after a short period of time. The impedance measurements were "normal". It was stated that the patient was confusing the coupling efficiency bars with the ins charge level. The patient reported seeing that the ins battery level was ¾ full on the recharger, but when he stopped charging and checked with the programmer, it indicated the battery was empty. It was stated that the patient has had issues with the programmer and recharger reporting the proper battery measurements since (B)(6). It was reported that the patient used to have a charge for two weeks and now he charges once a week or every couple of days. The patient would charge the ins until it shows "full", but the next day it would be 50% full. It was reported that the patient has had an increase in leg pain over the past "few" months. The representative did reprogramming and changed group b, and added groups c and d. It was stated that stimulation turns off after only being on for a "little while". The next day, it was reported that the impedances were "ok" and the recharger statistics were "ok". The patient was able to get 8 out of 8 coupling bars. It was stated that the patient was confused about the programmer's battery being empty versus the ins battery being empty. It was also stated that the patient was inadvertently pressing the stimulation off button instead of the sync button. Approximately three months later, it was reported that stimulation was intermittent. It was stated that stimulation "flutters then disappears". It was stated that while syncing, the therapy was still on. It was stated that "sometimes he was in the transition zone, other times not". It was stated that the ins would change groups spontaneously; however, the data shows that the ins has been on group a 100% of the time. It was reported that when the area around the ins was palpitated stimulation changed. There could have possibly been a fluid short. The impedances were "normal" from 914-1122 ohms. It was stated that the thermometer icon was seen on the recharger screen. It was stated that the patient is recharging more often and longer that he used to. The patient was programed on group a with 2 anodes and 2 cathodes. Group impedance was 528 ohms, at 2.6 v, 450 us, and 60 hz. The use statistics indicated that the ins was on 54% of the time since (B)(6) 2012, which was the last session. The patient should have to charge about every 3.75 weeks, which was consistent with the last 6 recharge sessions available. The recharge statistics did not reveal and charging anomalies. It was stated that the ins was allowed to deplete to loss of stimulation twice. It was stated that the patient reports seeing the 100% full icon "all of the time", but the recharge statistics indicate that since the last session the ins had not ever been charged to 100%. Both the programmer and recharger seemed to be working appropriately. The next day it was reported that stimulation was intermittent when switching from group to group. The physician decided to have the device explanted and replaced with a new ins. One week later it was stated that the explanted ins was sent back for analysis.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37744 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: no anomalies found. The ins was received with the battery discharged to the "sleep" mode state. The ins recharged without difficulty. Multiple tests were done to address the various complaints with this ins. A recharge interval test was done to check how long the ins battery lasts between recharges. A long term monitor test was done to check for the ins turning off on its own. The battery status shown on the recharger and patient programmer were compared to see if there were any differences. The adaptive stim feature was tested on the bench and in the accelerometer test console. The ins was tested on the final function test on the test console as well as on the lab bench. The ins passed all the tests. This ins is functionally okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.